Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a patient replicate test result. The customer performs duplicate troponin testing on all patient samples. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a visual check of fluidics and measuring unit and found no issues with lumo or wash station. As a precaution, the fse replaced base pump tubing. The cause for the discordant positive troponin result is unknown. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.